Manufacturer narrative:
(B) (4). Secondary surgery. Inadequate-unlabeled. (B) (4).

Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye on (B) (6) 2010. The lens was explanted on (B) (6) 2008 due to inadequate vaulting. The lens was exchanged for a longer lens, the patient's current bcva is 20/20.